Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reyb1145 showed one other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2014, during insertion, 50% of catheter in and met resistance. Attempted to pull entire assembly out but it would not back out. After fluoro, the surgical removal attempt revealed the catheter and wire had severed. All of device (cath and wire) removed from patient. When removed, catheter and wire had a curve to them.